Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: t\the instrumentalist found resistance in firing and clips were not properly applied. The device was opened without problems. Additional information requested and received: during which firing stroke did the device ¿have the issue¿ (1st, 2nd, 3rd, 4th)? No. At the begining. Did the device deliver any staples? If yes, were the staples formed properly? What shape if yes, was the staple line complete? Yes some of them were not properly formed. Some were open. The suture line was not complete . Did the device cut? Yes . If yes, was the cut line complete? Yes but at the end a little jagged.

Event description:
It was reported that during the resection the device locked. It was replaced. No adverse event reported.

Manufacturer narrative:
(B)(4). Batch # p58e36. Device analysis: the analysis found that one sc45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.